Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. The customer reports showering and going to the lake with the insulin pump. During troubleshooting the customer was unable to clear the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. Moisture damage was noted in the motor assembly. The device had minor scratched lcd window and cracked reservoir tube lip.